Event description:
It was reported that when the patient presented in the ER after receiving multiple hv therapies during a vt storm, an svt episode was found to have been mis-diagnosed upon review. Therapy was withheld as a result. No patient symptoms were observed. Programming changes were made. The patient is stable.

Manufacturer narrative:
(B)(4).